Manufacturer narrative:
The reported event of sensing noise was confirmed by analysis. Final analysis found that as received, a complete lead was returned in one piece.  Visual inspection found an external insulation abrasion at 18.7cm to 19.4cm from the connector pin, breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can. No other anomalies were found.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the right ventricular (rv) lead exhibited pacing inhibition due to noise over-sensing. The rv lead was explanted and replaced. The patient was stable before, during and after the procedure.